Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella 5.5 had a hematoma at the graft anastomosis. Leakage was found and the surgical site was repaired. Additionally, the patient had non-sustained ventricular tachycardia (vt). The patient survived.

Manufacturer narrative:
Access site bleeding: hematoma on surgical insertion site. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. Vt/vf: patient had some non-sustained vt this am. "Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes. ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. ¿response to any antiarrhythmic treatments or interventions during the event. ¿any documented device-related issues or complications during impella support. ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined."